Event description:
In this event it is reported that reciproc files 6x broke during use. Outcome of event is unknown as of this MDR and additional information has been requested.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation and unsuccessful requests for investigation result have been made and documented. Complaint will be reopened if investigation result arrives per 8000-sop-038.